Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture dates: monitor: 11/10/2020, belt: 02/26/2020.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was treated by the lifevest while in the hospital on (B)(6) 2021. It was reported that hospital staff found the patient approximately 20 minutes after the treatment event. The patient was resuscitated by hospital staff and was in critical condition with hypoxic brain damage following the event. Per clinical review of the continuous ECG recording, the patient was in sinus rhythm at 70 bpm with pvc's at 18:53:30 on (B)(6) 2021. At 21:15:26 the patient's rhythm transitioned to vt at 260 bpm, which degraded to vf with motion artifact. The lifevest detected the vf arrhythmia, but motion artifact, front ECG electrode falloff, and varying vf amplitudes prevented the lifevest from delivering a treatment. The patient remained in vf until receiving an appropriate treatment from the lifevest at 21:21:54. The patient's rhythm at the time of treatment was vf. The patient's post-shock rhythm was bradycardia at 30 bpm. The patient's rhythm transitioned to an idioventricular rhythm at 21:23:39. CPR/motion artifact obscured the patient's rhythm at 21:25:30. Cardiac response to CPR was seen between CPR pauses. The CPR/motion artifact continued intermittently until the device shutdown at 21:19:22. The patient was in svt at 130 bpm with pvc's at the time of the device shutdown. The patient remained in hospital following the treatment event. The patient ended use of the lifevest.